Manufacturer narrative:
Additional procode = mkj. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old male patient, the device was unable to obtain an ECG signal via electrode pads. The complainant indicated that the clinician power cycled the device and the ECG signal was re-established and a "defib error" message was seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and multi-function cable were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device and multi-function cable were put through extensive testing including bench handling, ECG functional stress testing and defib functional stress testing without duplicating the report. The defib receptacle was replaced and the customer received a replacement multi-function cable as a precaution. The device was recertified and returned to the customer. Review of the device activity logs show that the log was cleared the day after the reported event and could add no value to the investigation. The logs were reviewed for the period after the reported event date and no critical defib errors were found. No trend is associated with reports of this type.